Event description:
The pt reported that the connector of the infusion set leaked insulin resulting in elevated blood glucose (value not provided). The pt changed the infusion set to resolve the issue. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.